Event description:
During troubleshooting of an unrelated issue, it was reported that the cassette line (heater line) was leaking solution from the connection with the heater bag. The event occurred during use on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant infromation become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.